Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h6 method code grid ¿ updated h6 results code grid ¿ updated h6 conclusion code grid ¿ updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and during visual inspection, the stent was found to be deployed and deformed. The distal part of the sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath was not returned. During functional inspection, the as reported event of flow diverter stent difficult/unable to re-capture into microcatheter test was unable to be performed as the stent was found to be deployed. The as reported event of stent deployed prematurely during use was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The reported flow diverter stent difficult/unable to re-capture into microcatheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted prior to using the device, and the device was prepared as per dfu instructions. The anatomy was reported to was severely tortuous. The customer reported the device disconnected from the guidewire in the patient. The device was caught and replaced by an atlas stent. It is probable that while attempting to transfer the device from the microcatheter into the intended site, resistance was noted and the user continued to manipulate the device causing the stent to deploy prematurely and also causing the damage noted during device analysis. Severe tortuosity may have contributed to this event also. Additional information provided by the customer indicated the intermediate catheter was positioned until the segment where the stent and microcatheter were positioned. The intermediate covered the stent and the microcatheter and then everything was removed. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. It is most likely that procedural factors contributed to the reported event. Product analysis found the stent was returned deployed and was noted to be deformed. The sdw was confirmed to be kinked/bent. The stent introducer sheath was not returned. An assignable cause of procedural factors will be assigned to the as reported events of stent deployed prematurely during use and flow diverter stent difficult/unable to recapture into stent and the as analyzed events of stent deployed during use, sdw kinked/bent and stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the neurovascular in the left mca, after initial the stent (subject device) opening the m1 segment, several attempts were made to recapture the stent (subject device), without success. During one of the recapture attempts, the subject stent delivery system deployed prematurely and was released into the m1 segment. Following this the catheter was progressed to successfully remove the entire subject stent system. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the neurovascular in the left mca, after initial the stent (subject device) opening the m1 segment, several attempts were made to recapture the stent (subject device), without success. During one of the recapture attempts, the subject stent delivery system deployed prematurely and was released into the m1 segment. Following this the catheter was progressed to successfully remove the entire subject stent system. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the neurovascular in the left mca, after initial the stent (subject device) opening the m1 segment, several attempts were made to recapture the stent (subject device), without success. During one of the recapture attempts, the subject stent delivery system deployed prematurely and was released into the m1 segment. Following this the catheter was progressed to successfully remove the entire subject stent system. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the distal access catheter was positioned until the segment where the stent and microcatheter were positioned. The distal access catheter covered the subject stent and the microcatheter and then everything was removed. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. It is most likely that anatomical factors contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of the stent deployed prematurely during use and flow diverter stent difficult/unable to recapture into microcatheter.